Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer's indicated failure mode for foreign matter in the tube with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, the issue relating to foreign matter in the tube was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for foreign matter in the tube with the incident lot was observed. Evaluation of the customer samples was conducted and foreign matter in the tube was observed. Additionally, evaluation of the retain samples was conducted and foreign matter in the tube was not observed. Root cause description: the most likely root cause was determined to be a broken tube making its way into this tube after gel had been dispensed. DHR/bhr review: no qns or other issues relating to the reported defect were identified in the DHR.

Event description:
It was reported that during use bd vacutainer® sst¿ ii advance plus blood collection tubes was found with foreign matter as ¿nurse found there was a piece of transparent fm in the tube. Like apiece of tube wall". There was no report of exposure, injury or medical intervention needed.